Event description:
Customer reported 4 cases of diffuse lamellar keratitis (dlk). Patient had stage 1 dlk on the left eye. Patient was treated with pred forte. No flap lift and rinse was performed. Additional follow up was obtained. The dlk cleared on post op check (B)(6) 2013. There was no loss of vision. There was no medical or surgical intervention.

Manufacturer narrative:
Clinical development manager (cdm) performed a dlk investigation and observed cases on (B)(6) 2013. Cdm gelled laser and performed a z calibration. There was no change in intralase surgical settings. Last field service visit was on (B)(4) 2013, and preventative maintenance (pm) was performed. There were no problems or observations made. System meets all amo specifications. Dlk seen only on (b)64 20)13. No other dlk incidents since (B)(6) 2013. Customer changed operative antibiotic eyedrops prior to (B)(6) 2013 from zymax to tobramycin and polytrim. Customer recently purchased 2nd sciscan statim. No other medical or surgical changes in laser suite. No change in staff. Customer unaware of cause of dlk. There was a clean and stable laser suite room environment with controlled ac/ventilation system and maintenance performed every 6 months with air filter change. Cdm discussed the following with the customer: 1) changing instrument cleaning solution and distilled water rinsing bowls after each to prevent cross-contamination, 2) using new operative eyedrops each surgery day to prevent cross-contamination, and 3) increasing pred forte usage from four times a day to every 2 hours post-operatively to help minimize incidence of dlk. Cdm discussed importance of changing one thing at a time to help discover cause of dlk. Placeholder.

Manufacturer narrative:
(B)(4). Placeholder.